Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent out of range impedances measurements on the right atrial (ra) lead measuring greater than 3000 ohms. A signal artifact monitor (sam) episode was stored due to respiratory rate trend (rrt) oversensing and out of range impedances on the ra lead. Additionally, an inappropriate atrial tachy response (atr) episode was stored due to oversensing noise on the ra lead. Technical services (ts) recommended an in-office test to differentiate between a lead issue and a spring contact issue. No adverse patient effects were reported. This crt-d remains in service. Additional information was received indicating that the cause of the high out-of-range impedances had not been determined. It was noted that sensing and capture were functioning properly, and no noise was detected on the electrocardiogram (egm). Continued monitoring of the patient was planned. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent out of range impedances measurements on the right atrial (ra) lead measuring greater than 3000 ohms. A signal artifact monitor (sam) episode was stored due to respiratory rate trend (rrt) oversensing and out of range impedances on the ra lead. Additionally, an inappropriate atrial tachy response (atr) episode was stored due to oversensing noise on the ra lead. Technical services (ts) recommended an in-office test to differentiate between a lead issue and a spring contact issue. No adverse patient effects were reported. This crt-d remains in service.